Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported filter became clogged malfunction was attributed to the user did not replacing the filter within a specific time period. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the device manufacturer date (h4) and to update the following sections: g3, g6, h2, h4 and h10.

Manufacturer narrative:
On april 6, 2021, an olympus field service engineer noted the customer changed the water filters themselves as the flow of the water in the reprocessing basin was weaker than before due to clogging. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
On march 10, 2021, the customer requested an olympus field service representative to come to the user facility change the water filters on two automated endoscope reprocessor (aer) machines as the customer informed the filters were due to be replaced. There was no reported allegation of a malfunction associated with the device and there was no patient injury or infection reported. This report is for 1 of 2 aer machines.

Manufacturer narrative:
No olympus field service engineer visit was required as the customer changed the filters to the machine to resolve the issue. The investigation is ongoing. Therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported they wanted to change the filters in their automated endoscope reprocessor as the flow of the water in the reprocessing basin has become weaker than before. No patient injury, harm or infection was reported.